Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error during basal delivery. The patient's blood glucose at the time of incident is unknown. The customer confirmed that the insulin pump was not dropped, bumped, or exposed to moisture. The customer stated that they have a medically prescribed back-up plan. The customer will be sent a letter informing them that the insulin pump is out of warranty. No products were returned or shipped.